Event description:
It was reported that the patient's hip was revised after patient complaint of pain/ joint discomfort. The surgeon had a concern that there may be a soft tissue reaction. However, intra-operatively nothing of note was found in the patient's soft tissue, implants were noted to be well-fixed, and there was no wear at the head/ trunnion interface. An lfit head was revised to a ceramic head.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.